Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate hv shocks. Upon interrogation it was revealed that the device was in backup vvi. A device download was successfully performed. Patient is doing well and will be monitored in-clinic.

Manufacturer narrative:
(B)(4).